Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod had been deactivated by the user at the end of second prime. The rotational sensor data showed that a rotational sensor malfunction occurred, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the needle mechanism not deploying as intended. Rerun of the pod did not replicate the rotational sensor data abnormality. Inspection of the commutator cap and rotational sensor springs found no damages or manufacturing deficiencies that would result in a rotational sensor malfunction. The exact cause of the rotational sensor assembly malfunction could not be determined. Lot number changed from unavailable to ps1k11052021. Expiration date changed from unavailable to 5/5/2022. Unique identifier (UDI) # changed to (B)(4). Device mfg date changed from unavailable to 11/5/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin.